Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. The event occurred in (B)(6).